Manufacturer narrative:
Additional reporter: dr. (B)(6). The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #: (B)(4).

Event description:
It was reported that after approximately four hours of intra-aortic balloon (iab) therapy, a gas loss in iab circuit alarm was generated. A chest x-ray was performed to verify iab placement after the patient was transferred from the cath lab to the ICU post cath procedure. The iab was soon removed at 1905 that same day. After removal, the patient was stable so therapy was not continued. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood observed on the exterior of the catheter and between the catheter and the sheath. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported problem cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).